Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2023-01720. It was reported that during a revision a complication occurred, where two leads were implanted and punctured through the patient's skin. Surgical intervention took place where the leads were explanted and replaced to address the issue. Effective therapy was restored post-operative, and the wound has healed. Investigation was unable to determine which of the leads attributed to the event.

Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Additional components potentially involved in the event include: common device name: lead, model: 3166, UDI: n/a, serial: (B)(4), batch: n/a." Common device name: lead, model: 3166, UDI: n/a, serial: (B)(4), batch: n/a."